Event description:
It was reported on (B)(6) 2012 the patient potentially had contact sensitivity to the pump. On (B)(6) 2012 it was reported the patient symptoms included rash, erythema, and tenderness. It was determined the event was an allergic reaction, but all of the patch tests were negative so it was undetermined what metal was the cause of the reaction. The patient status was ¿the same¿ and was last seen in (B)(6) 2012 in the health care professional¿s office. Per the device manufacturer¿s registration system, the device was explanted on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8703w, lot# l51677, implanted: (B)(6) 1999, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4).